Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a lower sensor scan result compared to a reading obtained on the built-in reader and experienced symptoms described as thirst, shaking, dizziness, and a loss of consciousness. Customer had contact with an hcp who performed a blood test and electrocardiogram, however no treatment was provided. There was no report of death or permanent impairment associated with this event.